Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened button dome switches. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify for a33 alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed and that the piston did not recognize the reservoir. The blood glucose reading was not known. The insulin pump was not returned for analysis.